Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off when delivering insulin. Customer¿s blood glucose level was 62 mg/dl and 42 mg/dl. Last day the customer's blood glucose was 319 mg/dl. Customer treated with a lot of water. Customer declined troubleshoot for the lows. Advised customer to revert to a back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No glitches in display or flashing blue display while delivering insulin noted. Unit was monitored for 3 days and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit received with minor scratches on case and minor scratches on lcd window.